Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is not expected to be returned to olympus for further evaluation and testing. The customer was advised to change the lamp. The instruction manual for how to change the lamp was sent to the customer. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the panel of the subject device was blinking. Reportedly, the lamp life was 500 hours. There was no report of patient or user injury due to the event.